Manufacturer narrative:
Device was disposed of after the procedure. Reported failure was kinking or breakage of catheter tubing. Company unable to confirm the failure mode. Company is attempting to follow-up and obtain more info on the reported event.

Event description:
Kinked catheter. Left circumflex graft, male pt. First pass was successful in sucking out a lot of the clot. Physician went back in with the device and the catheter kinked or broke and was pulled back out with no complications. The case was completed with another of the same device. Pt is ok.